Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the tfna set after being washed in spd found the 5mm flexible screwdriver broken upon inspection. It is unknown when and where the issue was discovered. No patient nor procedure involvement. This complaint involves one (1) device. This report is for (1) 5mm hex flexible screwdriver. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is an unknown date in 2021. D4, d7, d9. H3, h4, h6: part: 03.037.028-us. Lot: l463476. Manufacturing site: hagendorf. Release to warehouse date: july 11, 2017. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint device, 5mm hex flexible screwdriver, was returned to customer quality (cq) west chester for investigation. The flexible screwdriver shaft had broken off and was returned to cq. The metal part on the handle had scratch marks and there were circular marks all over the screwdriver shaft. The tip of the cannulated shaft was threaded. No other issues were identified. Document /specification review: based on the date of manufacture, the current and manufactured version of drawings for the part were reviewed: -flexible screwdriver hex5, cannu -shaft welded for flex.screwdriver hex5 dimensional inspection: dimensions were not reviewed as these are identified as post manufacturing damage of the device. Conclusion: the shaft had broken into two pieces right above the junction of the shaft with handle. The other defects identified on the part are indication of regular usage. The potential root cause of the issue cannot be identified. During investigation, no manufacturing or design discrepancies were identified. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.